Event description:
Attorney reported: in 2006 - the pt underwent surgery to repair a ventral incisional hernia with placement of a composix e/x mesh patch. After placement of the mesh patch the pt had an extensive hospital stay of approximately fifty-one days. The following month - the pt was again taken to surgery for excision of the mesh patch. The pt continued to experience abdominal pain and discomfort after extensive hospitalization and multiple surgeries. The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.